Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The reported problem was resolved through troubleshooting with the assistance of olympus technical support via phone. Through communication/interviews with the reporter, technical support learned that the problem was resolved upon replacing a serial digital interface (sdi) cable. Based on the results of communication/interviews with the user facility, the likely cause of the reported problem was a faulty sdi cable.

Event description:
Olympus received a report from the user facility that there was no output to the monitor when using the olympus otv-s190. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A device evaluation was performed based on the available information and an historical data analysis. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was a damaged sdi cable; the manufacturer's investigation did not find any problems with the subject device.